Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements or verify unexpected battery power loss due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and alarm. Customer disconnect the insulin pump and removed battery. Customer cleaned the battery cap and compartment, inserted new batteries and when tried to turn insulin pump on it not worked. Customer was for more than an hour in this state, troubleshooting was performed. Customer was oriented to disconnect from the insulin pump. Customer was not returning call after receiving a new battery cap. Insulin pump display was not turning on. Insulin pump was not dropped or bumped and did not show signs of physical damages, battery cap and compartment was not corroded or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.